Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed/broken, the plunger cases were taped together, the top case was chipped, bottom case was cracked and the pump was not powering up. The visual inspection confirmed the reported issue. The investigation determined that impact due to customer dropping or mishandling the device had caused the damage to the pump. The plunger head assembly was replaced along with the missing parts in the plunger head to correct the issue. Additional repairs were performed and the pump then passed all functional testing. A review of service history found the device had not previously been in for service.

Event description:
It was reported that the pump had a broken plunger, was missing components and needed repair. It is unknown if there was patient involvement, no adverse patient effects were reported.